Manufacturer narrative:
This event report was received through clinical data collection activities. Pending evaluation.

Event description:
Index surgery: (B)(6) 2017. Revision of right shoulder components due to a postero-sup rotator cuff tear. The case report form indicates this event is unlikely related to devices and definitely not related to procedure.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2017. Revision of right shoulder components due to a postero-sup rotator cuff tear and the glenoid becoming dislodged from the pegs.

Event description:
No addition information provided. This is one of three products involved with the reported event and the associated manufacturer report numbers are 1038671-2018-00691 and 1038671-2018-00692.

Manufacturer narrative:
In a review of the labeling it is a known complication that a patient's age, weight, or activity level would cause the surgeon to expect early failure of the system. Postoperative rotator cuff tear is a known complication associated with total shoulder arthroplasty. Rotator cuff strains or tears are caused by overuse or acute injury. Revisions or surgical interventions are a known complication found in joint replacements. The cause of the postero-superior rotator cuff tear, with the polyethylene glenoid dislodged from the pegs is most likely related to the patient's underlying conditions. This device is used for treatment, not diagnosis.

Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of the rotator cuff tear. The surgeon stated the event was "definitely not related" to the devices.

Event description:
Index surgery: (B)(6) 2017. Revision of right shoulder components due to a postero-sup rotator cuff tear. The case report form indicates this event is unlikely related to devices and definitely not related to procedure.